Event description:
Fill volume: 550ml flow rate: 8ml/hr procedure: shoulder surgery cathplace: left side of neck it was reported that an incident of a reaction occurred while using a pump. The patient had surgery on (B)(6) 2015. It was reported on (B)(6) 2015 at 12:29am that the patient was experiencing numbness in lower lip, ringing in left ear and slight blurry vision in the left eye (which is the side of the surgery and continuous nerve block). The select-a-flow (saf) dial had been set to 8ml/hr since surgery. Clamping the tube and contacting the anesthesiologist was advised. At 12:57am, it was reported that the symptoms were much reduced since clamping the tubing. The patient was advised to not unclamp the tubing and to speak with anesthesia and/or going to the ER with symptoms. Additional information was received on (B)(6) 2015. It was reported that the patient spoke with the anesthesiologist and was advised to reopen the clamp. The patient was reported as doing well with the patient's pain being well under control with the symptoms having subsided. Additional information was received on (B)(6) 2015. An anesthesiologist, reported that the patient received a single shot nerve block first at 0700 on (B)(6) 2015, prior to the start of the continuous infusion. At 10:55am, prior to discharge, the patient reported intermittent weird taste in mouth while in the recovery room. The patient denied lightheadedness or dizziness. The patient reported no pain. No medical intervention was given.

Manufacturer narrative:
(B)(4). Method code: actual device not evaluated method: the device will not be returned for an analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as no device was available for an evaluation, no device testing methods were performed and results cannot be obtained. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. The instructions for use (IFU) (14-60-613-0-04) specifies, "warning flow rate is adjustable. Medication dosage should be based on maximum flow rate. To reduce potential adverse events: ¿ medication dosing should be based on the maximum flow rate (7 or 14 ml/hr). ¿ the amount of medication over the therapeutic period and delivery time can vary by as much as 20%. Take this variance into consideration when determining medication delivery. ¿ regardless of the prescribed flow rate, only fill the pump with medication dosage that is appropriate to administer at the maximum flow rate." The IFU further specifies, "to avoid complications, use the lowest flow rate, volume and drug concentration required to produce the desired result." The IFU further specifies, "it is the responsibility of the healthcare provider to ensure patient is educated on the proper use of the system. ¿ it is the responsibility of the healthcare provider to modify patient guidelines provided with the pump as appropriate for your patients¿ clinical status and medication prescribed." Conclusions: the device was not returned to I-flow for an evaluation, therefore we are unable to determine a cause for the reported event. Per the DHR, the lot met the process specifications, including the quality control acceptance criteria prior to release. The IFU specifies, "warning flow rate is adjustable. Medication dosage should be based on maximum flow rate. To reduce potential adverse events: ¿ medication dosing should be based on the maximum flow rate (7 or 14 ml/hr). ¿ the amount of medication over the therapeutic period and delivery time can vary by as much as 20%. Take this variance into consideration when determining medication delivery. ¿ regardless of the prescribed flow rate, only fill the pump with medication dosage that is appropriate to administer at the maximum flow rate." The IFU further specifies, "it is the responsibility of the healthcare provider to modify patient guidelines provided with the pump as appropriate for your patients¿ clinical status and medication prescribed." It was reported that the patient experienced numbness in lower lip, ringing in left ear and slight blurry vision in the left eye. Based on information regarding the medication used in the infusion, the medication may have contributed to the patient's symptoms. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.